Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure is being addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: - a quality plan was opened by integra-tullamore to address mlx power and lamp failures. Root causes were determined, and corrective actions have been implemented for the described issue(s).

Event description:
A facility reported that the power entry module of the mlx 300w xenon lightsource (00mlx) had both fuses blown. The unit was not working. A main board, power supply problem was suspected. It was reported that the unit was still not working after fuses were replaced. No patient injury or surgical delay was reported.